Manufacturer narrative:
Concomitant product: model: 5076-58, lead; implanted: (B)(6) 2001.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible tone. Upon interrogation it was discovered the right ventricular (rv) lead pacing impedance had abruptly increased triggering the alert. It was also noted that the capture threshold had also risen. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited high thresholds and high impedance. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.